Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified coronary vessel. A 3.0-4/4t/40 symmetry¿ 40 balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.